Manufacturer narrative:
Concomitant medical products: dtba2d1 crt-d, implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing noted on stored electrograms (egm) triggering atrial tachycardia/atrial fibrillation (at/af) episode detection. The ra lead remains in use. No patient complications have been reported as a result of this event.